Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event. The patient was treated with cefazolin (intraperitoneal), gentamicin (intraperitoneal), metronidazole (intravenous) and heparin (intraperitoneal) and triple antibiotic therapy(linezolid, doxycycline, and cefazolin). After 21 days of event diagnosis, the patient recovered from the peritonitis. It was reported that the patient experienced clinical deterioration with increased inflammatory parameters, hypotension, and electrolyte imbalance. Dopaminergic support was introduced. Subsequently, the patient passed away due to sepsis also reported as "terminal stage of disease complicated by severe infection". It was not reported if an autopsy was performd. It was not reported if the patient was performing pd therapy before the event of death or if it was ongoing at the time of death. No additional information is available.